Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was brought the hospital via ambulance after being found unconscious at her home and having tonic-clonic seizures, while wearing the pod. The patient made a mistake by inputting the bg results at the time 18.3 mmol/l (329.4 mg/dl) into the bolus amount being delivered, leading to low blood glucose levels. At the hospital, the patient was admitted and treated with 33% glucose and another 5% intravenously.